Event description:
It was reported that the patient could not get the programmer to turn on for it showed a full battery on the recharger (insr) but when they pressed they went to communicate to the ins with the programmer it would not communicate. They tried putting new aaa batteries in the programmer too. When asked for event date caller noted the patient had not used the programmer for a couple months so they tried to use it but it would not communicate. During call caller attempted to use the programmer and got poor communication. Caller attempted to connect the insr to the ins and got reposition antenna. Caller verified the pt was able to charge the insr and ins yesterday but they could not charge the ins now on the call. Caller verified the pt had no recent falls or traumas. The issue was not resolved. An email was sent to the repair department to replace the insr antenna. Patient and patient rep called back stating that they received the replacement recharging antenna but that they are still unable to charge. Agent asked when was the last time they charged the implant; patient stated they last successfully charged in june (patient had cardiac surgery) and was unable to charge. Agent reviewed possible overdischarge and redirected to hcp.

Manufacturer narrative:
Continuation of d10: product ID 37791 (serial: unknown); product type: 0213-recharger; implant date n/a; explant date n/a. Section d references the main component of the system. Other medical products in use during the event include: brand name activa; product ID 37651 (serial: (B)(6)); product type: 0213-recharger brand name restore; product ID 37791 (serial: unknown); product type: 0213-recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they haven't been to their doctor yet. The steps taken to resolve the programmer not powering on and the inability to charge the stimulator was noted to be "didn't work." When asked about resolution of the programmer not powering on and the inability to charge the stimulator, the patient noted they "may need new one for battery, not sure if I'm interested."